Manufacturer narrative:
The field service representative (fsr) evaluated the unit and in ice block was present in the tank. Upon further inspection, the fsr found that the airline coming from the air compressor appeared to be kinked at the pump. This could have influenced the ice block production/size. The fsr rerouted the line to eliminate the kink and checked the operation. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit did not maintain ice until the end of case. The device was not changed out, as they finished the case with unit. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.